Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity. It was also reported that the patient's right ventricular (rv) lead and left ventricular (lv) lead had high pacing thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2012. (B)(4).